Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number provided by the customer is not a valid lot number. There were no physical samples or pictures submitted with this complaint report. The complaint shall be reopened if a sample is received. A formal corrective/preventative action has been initiated to address the reported condition to mitigate any further occurrences. This action has been implemented. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the catheter coming apart at the hub, where the plastic connects into the latex catheter which is a break in sterility. There was no harm to the patient.

Manufacturer narrative:
One unused sample with lot number 2008420264 was received for the evaluation. Based on the received lot number, the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Based on the procedure, a visual inspection of the received sample was performed; however, the reported condition was not observed. In addition, a tensile test was performed on the sample, and the test meet the quality specifications. However, there have been complaints reported in the past for catheter detachment. As part of continuous improvements, a corrective action (CAPA) has been opened to address the reported issue. The results of investigation will be documented through the referred CAPA. Section d4: lot number field has been corrected. The lot number(#20084720264) initially provided by the initial reporter was incorrect. The correct lot # is 2008420264.